Event description:
It was reported the up down button was not working and was stuck. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply and informed staff of key switch being in the wrong position. System operates as intended.